Event description:
On (B)(6) 2016, it was reported by the nurse practitioner that the vns patient's device was tested and system diagnostic results revealed a high impedance condition and a low battery condition. No known surgical interventions have occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed for the returned generator. The reported end of service and low battery condition were confirmed. Measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion. The reported failure to program was duplicated and determined to be the result of normal battery depletion. The device performed according to functional specifications and analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis was performed on the returned lead portion the report of lead fracture was confirmed. A large portion of the lead assembly including the electrodes was not returned for analysis and a complete evaluation could not be performed. The lead coil appeared to be broken approximately 205 mm from the end of the connector bifurcation. The break was a stress induced fracture with fatigue appearance, no pitting on one coils strand, and fine pitting on three of the broken coil strands. Pitting was observed on the coil surface, providing evidence that stimulation was present for a certain period of time. The abraded openings on the outer tubing most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Set screw marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Event description:
The patient underwent a full replacement on (B)(6) 2016. The generator and lead were received for analysis on 12/28/2016. Product analysis is underway but has not been completed to date.